Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; however, there was no reported device malfunction. The reported patient effects of hypotension and perforation are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. Additionally, the surgery and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with chest pain and it was a st elevated myocardial infarction (stemi) case. The procedure was to treat a diseased proximal left anterior descending (lad) artery. A 2.5x28 mm xience sierra stent was implanted without issue in the proximal lad. A 2.5x18 mm xience sierra stent was then implanted without issue in the ostial portion of the lad. An unspecified balloon dilatation catheter was used for post-dilatation; however, the patient's blood pressure plummeted. Blood transfusion was administered. Surgical intervention was performed for treatment of the perforation. The cause of the perforation is not known and was located just distal to the 2.5x28 mm xience sierra stent. There was no reported adverse patient sequela; however, there was a clinically significant delay in the procedure due to the need for surgery. No additional information was provided.